Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) cardiac arrest which required external defibrillation. The right ventricular (rv) lead then exhibited failure to capture requiring placement of a temporary external implantable pulse generator (ipg). A possible pacing issue was noted on the implantable pulse generator (ipg). The rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.